Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a (B)(6)female of unknown race with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that the impella cp pump stopped working roughly twenty-one days into support. Although the device successfully restarted, the motor current remained high, and the decision was made to escalate to impella 5.5 support. There was no patient harm.

Manufacturer narrative:
The investigation into the reported pump stop has been completed since the original report was filed. According to the clinical, on the 21st day of impella cp support a pump stop occurred. The pump was explanted and replaced with a 5.5. No product was returned for a visual inspection. Data log analysis confirms high motor current trends and low/high flow around the time of the pump stop. The cause of the pump stop is not determined because not enough product or clinical information was returned.